Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a microneurosurgery procedure using an apollo wand (wand). During the procedure, while the physician was holding down the pedal on the apollo foot switch, the vibrational noise generated from the wand was intermittent, causing decreased wand actuation. The procedure continued using a new wand. There was no report of an adverse effect to the patient.

Manufacturer narrative:
(B)(4). The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Hospital disposed of the device.